Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patient had a non device related fall. Reprogramming was attempted and it was successful. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.